Event description:
Pt to surgery for femoral-popliteal tibial bypass-right. During the surgical procedure, the surgeon inserted the plastic tip from the scanlan tunneler, which became disconnected from the tunneler itself during the creation of the anatomical tunnel. After extensive efforts, it could not be palpated in the track. It was left in the muscle of the thigh. As reported.

Manufacturer narrative:
Scanlan international inc. Has contacted the reporter and the reporter has indicated that no further information is available. Device disposition unknown.